Manufacturer narrative:
(B)(4)

Event description:
It was reported during insertion the sheath peeled back. As a result, a second sheath was used to complete the procedure. There was no patient death or complications reported. Follow up information states a skin nick was performed prior to insertion.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip peeled back during insertion was confirmed. Returned was a peel-away sheath/dilator combination. With the unaided eye, the sheath tip appeared damaged and it had started to split along the score lines. The dilator body was bent slightly, but the tip of the dilator did not appear damaged. Under microscopic examination, the very tip of the sheath had multiple splits and was slightly folded back in some areas. The sheath body measured 2.86" in length, which meets specification of 2.625 - 2.875" per the sheath graphic. The sheath tip inside diameter (ID) could not be measured due to the tip splitting. The outside diameter (od) of the dilator body measured 0.064" using ring gauges, which meets the .061 - .065" requirement of the dilator extrusion graphic. The dilator protruded through the catheter 0.688", which meets the specification of 0.500 - 1.000" per the sheath/dilator assembly graphic. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this complaint issue is being conducted.